Event description:
The customer reported that following a diagnostic catheterization procedure on august 22, 2000 a vasoseal es was deployed. The pt was discharged the next day without complications. On 8/26/00 the pt returned to the hosp with redness, fever of 101 degrees, and fluids oozing from the site. The pt was sent to the or for surgical debridement and discharged on 9/3/00. No further complications were reported.